Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours the patient had experienced pain at the pod infusion site. In addition the patient reports the pods needle had not retracted upon initial activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.